Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 24ga x 0.75in successfully penetrated the skin, but the needle was defective and did "not pass" inside the vein, requiring a second puncture with a new catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: "when piercing the patient's skin, the stylet pierces the skin, but what remains inside the vein does not pass, you see the tip of the misshapen needle, another catheter must be used to puncture the vein."

Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. H3 other text : see h.10.

Event description:
It was reported that the insyte 24ga x 0.75in successfully penetrated the skin, but the needle was defective and did "not pass" inside the vein, requiring a second puncture with a new catheter. The following information was provided by the initial reporter, translated from spanish to english: "when piercing the patient's skin, the stylet pierces the skin, but what remains inside the vein does not pass, you see the tip of the misshapen needle, another catheter must be used to puncture the vein."